Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on an unknown date it was noted that the stardrive shaft for matrix was stripped and would not retain a screw properly. It is not known if there was patient or surgical involvement. Concomitant device: screw (part unknown, lot unknown, quantity 1). This report is for one (1) stardrive shaft for matrix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.632.072; lot: 6968779; release to warehouse date: september 04, 2012; expiration date: na; supplier: universal punch. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation flow: damage: visual (appearance not as expected). Visual inspection: visual inspection observed that the distal tip of the returned stardrive screwdriver is deformed and twisted/stripped. The distal edges of the tip are compressed/malformed, and the tip is slightly twisted in the direction of resistance encountered during attempted screw insertion. The received condition was determined to agree with the complaint description. DHR review: the returned device was manufactured in september 2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed. Tabulated drawing for screwdriver shafts, matrix t25 stardrive, hex coupling. Stardrive specification. The t25 stardrive shaft is a reusable instrument and one of four t25 driver shafts intended to be utilized in final locking tap tightening for the matrix system (03.632.002, 03.632.072, 03.632.400 and 03.632.401). Proper technique includes the use of a 10nm torque limiting ratchet handle (03.620.061) and a countertorque (03.632.049). The following caution is noted: ¿never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient.¿ no product design issues or discrepancies were observed during this investigation. Dimensional inspection: all dimensional inspections were performed using calipers ca215p. Dimensional inspection was performed on the t25 stardrive standard shaft and the diameter just proximal to the damaged tip measured ø4.62 mm which is within the specification of ø4.60 to 4.63 mm, based on tabulated drawing. No further dimensional analysis was possible due to post-manufacturing damage. Investigation conclusion: a definitive root cause for the post manufacturing damage on the returned six (6) year old screwdriver shaft could not be determined based on the provided information. This complaint is confirmed however, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.